Event description:
A malfunction code was reported, specifically code [12-0x2071], which was not resettable. There was no reported adverse impact on the customer¿s blood glucose level. Tandem technical support decided to replace the customer¿s pump, ensuring that the pump was within warranty. The customer was informed about the replacement, and a new pump was provided to maintain continuous insulin delivery. The customer¿s shipping address was confirmed, and necessary transport instructions were given. However, there was no information available regarding the return of the problematic pump.